Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Physician has refused to provide additional information. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Physician reported, "xen exposure through the conjunctiva," of the right eye two months post implantation. Initially the patient was treated with topical antibiotics (vigamox qid, vitapos oint tid), subsequently "the exposed implant was explanted on (B)(6) in the or."